Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as negative for group a strep from a veritor analyzer. The user questioned the negative result as the patient was symptomatic and a line was visually observed on the test cartridge. Immediately after visually reading the test cartridge, it was inserted into a second veritor analyzer and a positive result for group a strep was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material#: 256040), batch number 4273877. The customer reported that they received discrepant results. They reported that during a testing event, an associate received a negative result with one analyzer, and pulled the test cartridge out and read it on another analyzer immediately. They noted that the associate did not trust the initial negative result due to the patient being symptomatic and a line was visually seen on the cartridge. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as negative for group a strep from a veritor analyzer. The user questioned the negative result as the patient was symptomatic and a line was visually observed on the test cartridge. Immediately after visually reading the test cartridge, it was inserted into a second veritor analyzer and a positive result for group a strep was obtained. There were no health impact or consequences reported.